Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing all boluses delivered properly and were listed in the bolus history screen. The insulin pump received with cracked retainer. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer had headache and nausea. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 349 mg/dl. Customer current blood glucose level was 92 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak or air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Pressure test was not performed. Bolus wizard was not confirmed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was changed on (B)(6) 2018. Customer was advised the insulin pump works as designed. Cannula was not bent. Customer also reported under delivery. Product will be returning for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.